Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
Patient #1: patient presented for an evlt procedure. Post procedure, it was noted the patient had experienced burns at the insertion site. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
The customer's reported complaint description of "patient burn" is not confirmed because no fiber sample was returned for evaluation and due to the nature of this adverse event. Based on acceptable verification of the laser generator power output and the information provided from the end user that 70 joules of energy was delivered during the procedure, the likely root cause of this event is end user error. Dfu for the laser fiber states the energy delivery for a 1470nm laser to be 30-50 joules per cm. Disposable lot history review (lhr): the lot number of the reported defective device was not reported by the user. A ship history report (shr) was generated in order to ascertain the last three lots of the reported catalog number h787114031015 shipped to the reporting customer in the six months prior to the procedure date. This review indicated that the complainant last received lots: 5415788, 5415795 and 5430488. The review confirmed that the packaging lots and all component lots met all material, assembly, and performance specification. Disposable label review: the directions for use, which is supplied to the end user with this catalog number, contains the following statement "the instructions for use (ic 430 which is supplied to the end user with this catalog number contains the following statement "warnings: treatment of a vein located close to the skin surface may result in skin burn. Potential complications: the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, skin burns and pain.". Procedure: activate the laser by depressing the foot pedal while withdrawing the fiber (and trè-sheath introducer if applicable), at a rate that adequately delivers desired laser energy per centimeter. (810nm, 980nm lasers: 50-80 joules per cm). (1470nm lasers: 30-50 joules per cm). Hardware review: a hardware service order and complaint was opened for the 1470 laser generator (sn: (B)(6)) for this event ); reference (B)(4)/ so 32051. Per the complaint investigation of the laser generator, the unit was functionally tested and no issues were observed, i.e. Power output met specification. Hardware serial number review: a review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. This unit has had no previous service orders performed. Hardware labeling review: the user manual, which is supplied to the end user with this unit, states: "warning: when selecting a pre-set program it is a physician responsibility to check and verify the eligibility of the laser output parameters to the treatment of interest and, in case, to adjust them before proceeding. Energy per cm area: displays the value of the laser energy released per cm of vein treated; by clicking on it, the user can modify the energy emitted from 1 to 100 j/cm by the -/+ buttons.· power area: by clicking on it, the user can modify the output power from 0.5w to 15w by the -/+ buttons." And "program menuthe evlt program is the preprogrammed default. The file name and settings can not be changed or erased in the saved default program. The settings for this program are:length: 35 cmenergy: 50 j/cmpower: 6 watts". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).